Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following field updates: d4 lot number and h4 manufacturer date.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle the needle was broken. The issue occurred during a diagnostic endobronchial ultrasound. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the reported event occurred due to the needle tube becoming detached. The cause of the needle tube detachment is believed to have occurred through the following mechanism. 1) the angle of the endoscope was too steep, which increased the sliding resistance of the needle and made operation difficult. 2) when trying to retract the needle, the needle slider was pulled too hard, applying more force than it could withstand to the needle fixing part of the suction port, causing the needle to come loose. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.